Event description:
A report was received that the patient ipg was non-functional. The physician believed device malfunction was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had issues with charging. It was noted that the patient was in and out of jail and was not having the availability to charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient ipg was non-functional. The physician believed device malfunction was suspected. The patient will undergo a revision procedure.